Manufacturer narrative:
Asae/ major bleed : the cause of the access site adverse event was patient related due to underlying coagulopathy per clinical.

Manufacturer narrative:
D4 unique device identifier was updated, corrected accordingly. Correction. Follow-up 1 report (previous reporting) g3 date for the correction of the serial number should have reflected may 15. 2026. Although this correction is noted the follow-up 1 report was timely submitted. Correction. Follow-up 1 type (previous reporting) should have noted correction for the serial number and additional information for the investigation results therefore please note.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 85-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. Bleeding from the impella site occurred overnight, with unclear details surrounding the bleeding. The site was cdi without issues. Profuse bleeding occurred overnight, requiring three units of packed red blood cells and one unit of platelets. The heparin infusion was turned off and the site was redressed. Manual pressure was also applied, and hemostasis was achieved. Contributing factors included coagulopathy, patient movement while off sedation, and underlying peripheral arterial disease/peripheral vascular disease. The patient survived to explant. The major bleed is consistent with access-site complications and the anticoagulation and purge requirements associated with impella support, with additional risk contributed by coagulopathy, patient movement, and peripheral vascular disease.